Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump kept giving insulin even though their sensor glucose level was low. The customer¿s blood glucose level was unknown at the time of the incident. The pump gave micro basals even with low sensor glucose readings. Troubleshooting was not completed as the customer will call back. The insulin pump will not be returned for analysis.